Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not getting adequate therapy. Reprogramming was attempted, without success. As a result, surgical intervention may occur to address the issue.